Event description:
The facility reported a pump with an air in line alarm. It is unknown when this occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.